Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the pump was returned with moisture visible thru the display lens. There was no moisture corrosion visible in the battery compartment. A bolus button leak was found during testing. The pump cover was removed to inspect internal components and moisture corrosion was visible on internal components and on the pcb. The pump will not power-on due to moisture. Unable to investigate power category.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.